Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive while the user attempted a supply change, with the display stuck on the sensor graph and not accepting touches on the cartridge or main menu icons, consistent with an unresponsive key/button issue involving the touchscreen; the user could access alerts and meal announcement functions and ultimately accessed the cartridge menu after insulin depletion, and a replacement pump was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive interface, involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user received education that the algorithm will relearn usage patterns and on proper meal announcement practices.